Manufacturer narrative:
For the reported malfunction, a lot number was provided, and a lot history review was performed. The sample was not returned for evaluation. However, a medical record review was performed and determined that the investigation for the reported detachment of device or device component is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model dl900f vena cava filter allegedly experienced detachment of device or device component. This report was received from one source. This event involved a patient with no patient consequences. The reported patient was a (B)(6) kg male. The age of the reported patient was not provided.